Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) inspected auxiliary 7.1 and found b row cubies were not being detected. They reseated the row board cable at the back of the drawer and individually reseated each row board cable after popping the cubies. Functionality was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.